Manufacturer narrative:
The component code 814 fiber goes with the device code 1069 break.

Event description:
It was reported by a customer that on (B)(6) 2011 the fiber broke at the end. Per the customer, the fiber part was retrieved from the patient. Information regarding how the procedure was completed was not provided.